Manufacturer narrative:
Product analysis the reported suprarenal stent detachment from the main body stent graft and the presence of a type ia endoleak were confirmed on the films provided. One suprarenal stent strut on the posterior aspect of the abdominal aorta was observed to be fractured. Lack of pre-implant cts did not allow for assessment of the baseline anatomy, and earlier post-implant CT scans were not available for evaluation of changes in the in vivo stent graft configuration over time. The bifurcate component migrated distally as a result of suprarenal stent detachment, most likely leading to the proximal type I endoleak and contributing to the reported aneurysm expansion. Although the cause of the suprarenal stent separation and the observed stent fracture could not be conclusively determined, disease progression with aortic neck dilatation and changes in aneurysm morphology over the ~15 years since implantation may have contributed. Loss of proximal neck radial support due to neck dilatation may have resulted in increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, ultimately leading to failure of the graft fabric or sutures and subsequent distal migration of the bifurcate. Significant aortic neck angulation may have further contributed to increased mechanical loading at the suprarenal stent attachment. *additional information received: it was reported that the stent graft was explanted and the procedure went well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An enbf3216c166e stent graft was implanted during the endovascular treatment of an aaa. It was noted that the patient is now being followed up by a physician who was not the initial implanter. It was reported approximately 15 years post the index procedure, follow-up CT showed a ia endoleak with aneurysm sac expansion. Review of the CT again 2 days later determined that the suprarenal stent had become detached from the main body and the main body had migrated away from the renal arteries with a ia endoleak present. The physician plans to discuss further treatment options. Per the physician the cause of the detached stent and type ia endoleak is undetermined. No additional clinical sequalae was provided and the patient will be monitored.